Event description:
It was reported that patient presented with t-wave oversensing on the device. It was recommended for the device to be reprogrammed. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.